Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as confirmed via x-ray. During the revision procedure, the physician noticed the lead was too coiled under the ipg, so it was decided to have the lead explanted. The explanted lead will not be returned as it was discarded by the medical facility.